Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a revision of a total ankle replacement tibial component was conducted due to painful component loosening 14 months post implantation. The reporter provided x-rays. The patient is currently without pain post revision. No other treatment or intervention was reported. No environmental conditions or contributing factors were reported. Attempts have been made and no further information has been provided.